Event description:
It was reported that the patient was told he had a broken lead. His device was turned off, but he was told that electrical impulses were still generated. The patient had pain and his doctor was scheduled to remove the device, but it couldn't happen for four weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v524070, implanted:(B)(6) 2010, explanted: unk; lead model 3093-28, lot # v524070, implanted: (B)(6) 2010, explanted: unk; extension model 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; extension model 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model 7435, serial # (B)(4).